Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that they were having sciatic pain that they were uncertain if related to ins. Patient made comment about a scheduled MRI for the sciatic pain, at which point agent reviewed MRI scanning guidelines for patient's ins being head-only. Patient did not know it was head-only. (Note: agent did not ask for event date because patient became very anxious about upcoming scan and is currently having severe sciatic pain). Patient reported being recently hospitalized for sciatic pain and got an MRI of the lower back at that time. Prior to patient sharing their MRI appointment, they wanted assistance with turning therapy off. Agent walked patient through how to turn therapy off. Patient thought they had just turned it off, but when agent suggested turning back on briefly to get a visual of the lightning bolt symbol, the patient exclaimed that they could feel it. Patient stated they believe they had their therapy off at least since last MRI. Patient turned therapy off again, but it was a confirmation that ins remained functional after scan. Patient brought wife, on the line for agent to review MRI guidelines with her. She, also, became very anxious at this news. After that, patients wife asked agent to remain on the line for a 3-way call to the simon med imaging dept. Agent explained MRI scanning guidelines to healthcare worker, and patient's MRI was canceled. Agent and healthcare worker suggested patient reach out to both ordering physician and managing hcp to update on this information. Unrelated past medical history was reported during the call including work-up for possible stroke, leg stents, and presence of cardiac stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.